Manufacturer narrative:
No d1000 product samples were returned for investigation, however, a photograph was returned showing two new, in package, d1000 tego (lots 3657596 and 3572264). The were no visual damage or anomalies noted. The device history reviews (DHR) were reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a tego connector that during dialysis, through a renal central venous catheter, it was reported that the tego connector had blood flowing back and through the connector when the clamp of the renal dialysis catheter was unclamped. There was no adverse event reported.